Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device stopped working with a fatal error during a patient use event. The patient was manually defibrillated. The patient survived.

Event description:
It has been reported that the device stopped working with a fatal error during a patient use event. The patient was manually defibrillated. The patient survived.